Event description:
Customer alleges that a pt tried to get off the patient handling system (phs - bed). When pt was in the sitting position, the pt sat on the flip-up arm rests with their fingers underneath the armrests. The pt body weight on the arm rests caused an injury to their finger beneath the armrests. There was no equipment malfunction or error that contributed to the event.